Event description:
It was reported that a patient¿s device had a power on reset (por) condition. It was noted that the device was ¿not able to enter a serial number¿ and a low or end of service battery was suspected. It was reported that this occurred on 2013 (B)(6) when the patient had a workplace accident and approximately 250 lbs fell on him. It was noted that the patient was taken to the emergency room and to the chiropractor but nothing more than x-rays were performed on him. Two days later, it was reported that no error code accompanied the por and the cause of the por was unknown. The reporter stated that the patient was experiencing a lack of stimulation and once the reset was finished the patient reported intermittent stimulation. It was noted that one lead had out of range impedance and was not programmed. It was reported that the patient preferred keeping all of the stimulation off at the time. A device replacement was being scheduled.

Manufacturer narrative:
Product ID 748966 lot# serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3550-09 lot# lb9621, implanted: 2005 (B)(6); product type accessory product ID 3487a-33 lot# j0417564v, implanted: 2005 (B)(6); product type lead product ID 3487a-33 lot# j0417564v, implanted: 2005 (B)(6); product type lead. (B)(4).